Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the pump had stopped working prematurely and was not delivering drug. There was no patient death or injury. It was noted that no rotor study had been performed, but it was unknown if a dye study had been performed. The pump was replaced on (B)(6) and it was indicated that the patient had recovered without sequela after the device was removed.

Manufacturer narrative:
Analysis of the pump found no anomalies.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). There was a loss of efficacy and there were no catheter issues. The rep was informed on the date of the surgery, (B)(6) 2016. The lot number of the drug was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient had large volume discrepancies. It was noted that the patient underwent surgery for catheter revision. The catheter was noted to be communicating well with cerebrospinal fluid (csf). The patient first started experiencing the issues in (B)(6) 2015, although the patient gained some effect with increases.

Manufacturer narrative:
Device code was not coded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.